Manufacturer narrative:
Additional patient identifier: (B)(6). Implanted several years ago; exact date is unknown. 510k: this report is for one (1) malleolar screw/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a hardware removal due to pain on (B)(6) 2018. The hardware removed were one (1) malleolar screw, five (5) cortex screws, two (2) cancellous screw and one (1) tubular plate. There was no surgical delay. Procedure was successfully completed. Patient outcome was unknown. This report is for one (1) malleolar screw. This is report 1 of 4 for complaint (B)(4).